Event description:
It was reported that the customer received the unexpected restart alarm on the insulin pump. The customer replaced the battery, and the screen became blank. The customer's blood glucose was 275 mg/dl. Troubleshooting was done. Upon checking the alarm history of the insulin pump, the customer's wife stated that the customer had received the trace check error alarm as well as a software error alarm. The customer's insulin pump passed the self-test. Advised customer to monitor the insulin pump and call back if the issue recurred. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.